Event description:
Report: (B)(4): llt codes: (B)(4): pruritus, (B)(4): rash, (B)(4): product quality issue / narrative: 79 year old male with mepilex dressing applied and found to have wound edges and peri wound skin is red, erosion with couple of tiny blisters, the size is 9.4 cm x 9.5 cm. The redness is in square shape like mepilex border 6x6 size, which was the dressing he used. Itching in wounded area. Slightly swelling.